Manufacturer narrative:
Additional information: b5 (second paragraph) and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, pre-dilatation was performed with a 24mm non-medtronic (osypka) balloon. The valve was loaded into the delivery catheter system (dcs), and the valve load was checked under fluoroscopy. Subsequently, crown overlap between the third and fourth node was observed. It was decided to continue to use the valve. During implant, the valve was found to be under expanded and an infold was observed. The valve was recaptured into the dcs and replaced with a new valve, dcs, and compression loading system (cls). The second valve was loaded and implanted successfully. No patient complications have been reported as a result of this event. Additional information was received indicating that the infold resulted in a procedural delay of five minutes.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, pre-dilatation was performed with a 24mm non-medtronic balloon. The valve was loaded into the delivery catheter system (dcs), and the valve load was checked under fluoroscopy. Subsequently, crown overlap between the third and fourth node was observed. It was decided to continue to use the valve. During implant, the valve was found to be under expanded and an infold was observed. The valve was recaptured into the dcs and replaced with a new valve, dcs, and compression loading system (cls). The second valve was loaded and implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34 (lot: 0013055622); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned loaded inside the delivery system. The valve was discolored, showing evidence of blood contact. The valve appears crimped, with the valve tissue appearing desiccated. All leaflets exhibited signs of desiccation, creases, and frame imprints. These conditions may be associated with the valve being cr imped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. All leaflets appear to be in the open position. Thrombus was observed on the commissures. All commissures appeared intact. No damage, such as bends or kinks, was found on the frame. The outflow and inflow displayed an elliptical appearance with some thrombus on the frame. The valve was submerged in body-temp (approximately 37 °c) saline. The frame expanded; however, it retained a compressed state. It is possible that the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the receipt condition, a deployment simulation to evaluate against the alleged frame expansion event cannot be performed. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: one media file was provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was not provided thus it is not possible to validate a good load. It was reported that under expansion and infolding during the valve implantation attempt. However, the media file provided shows an implanted valve that appears to be well expanded without infolding and no signs of aortic regurgitation/paravalvular leak. Due to the limited evidence provided, this review is inconclusive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.